Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): the full lead was returned, analyzed, and the helix had disengaged from the helical channel. It was also noted that the distal conductor had blood/body fluid (not obstructed), several conductors had blood/body fluid (not obstructed), the inner tubing was kinked/buckled, all insulators were breached cut, and there was blood in/on the helix mechanism and sleeve head.

Event description:
It was reported that during the implant, the helix would not extend after several extensions and retractions. The lead was removed and replaced. No patient complications have been reported as a result of this event.